Event description:
It was reported that the right ventricular (rv) lead impedance trend showed an impedance rise from 664 ohms to 1800 ohms over the prior four months. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).